Manufacturer narrative:
The reported event of failure to extend the lead helix was not confirmed. As received, a complete lead was returned in one piece for analysis. A visual inspection revealed the helix was in the retracted position with no blood or tissue present. The helix could be extended and retracted successfully by applying torque to the connector pin. The helix extension length was measured and was within required performance specification.

Event description:
It was reported that the helix of the right atrial (ra) lead was unable to be extended prior to the implant procedure. A new ra lead was implanted to resolve the event and the patient was in stable condition.